Event description:
It was reported, the pt underwent revision of a sacral stimulator lead. A new lead was used in an attempt to feed lead retrograde from l3-l4 to s3-s4. The lead would not progress past the lumbar spine. There was reported difficulty controlling the new lead with the stylet. The lead was withdrawn from the epidural needle and the stylet was noted to have pierced the lead. A second new lead was attempted to be used in the same fashion. It was noted on fluoroscopy the stylet had again pierced the lead. A third new lead was also attempted to be placed over the sacral nerve roots. The lead could not be positioned in the desired location. No leads were left in the pt as it was not possible to achieve placement over the sacral nerve roots. The existing ins was also removed. The pt recovered without sequela.

Manufacturer narrative:
Two of the leads were returned for analysis (model 3877-45). The third lead (model 3877-60) was discarded. It was noted there were no apparent issues with this lead other than positioning difficulties. Final device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.